Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer recieved new information alleging dizzy, difficulty breathing, memory loss,lightheaded, headaches, nausea. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience chronic lung disease, pulmonary hypertension, atrial/ventricular arrhythmia, stroke/ transient ischemic attack, mental disorders. There was no medical intervention required by the patient. The reported event of chronic lung disease, pulmonary hypertension, atrial/ventricular arrhythmia, stroke/ transient ischemic attack, mental disorders and its reported severity was reviewed by the manufacture's clinical expert. This event is not assessable due to insufficient or contradictory information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.